Event description:
It was reported that the patient was undergoing radiation therapy. Patient presented in clinic after the tenth treatment experiencing twitching in the pacemaker pocket. Upon interrogation, the pulse generator exhibited backup vvi mode. After a software download, normal device function resumed.